Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. Failure analysis found the primary failure of teflon pad damage to be related to the customer reported complaint. The harmonic ace instrument was found to have teflon pad damage. The teflon pad was observed to be completely missing from the clamp arm. The missing piece measures approximately 0.105" x 0.433" in size and was not returned.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the harmonic ace instrument had the teflon pad peel off. The customer used a backup instrument of the same kind to continue. The procedure was completed with no reported injury.